Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the night before a scheduled implant, the manufacturer representative was unable to communicate with the neurostimulator. Two different 8840 programmers failed to communicate, and there was no response from a recharger. The representative was unable to charge the device. It was noted that the device was near its expiration date of july 14th, 2012. The device was not implanted. An overdischarge was suspected, and the representative believed that the implant bit was never set.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 37712, serial#: (B)(4)) found that the service life started prematurely, before implantation. The ins was received with no telemetry still sealed in the original container. Recharging started automatically during physician-mode-reset (pmr) recovery; this is the only recharge session recorded in the trace report. The ins charged for 5 hours and 32 minutes. The recharger had full coupling with the recharge antenna placed in the area designated on the box. The battery charged from 2.790v to 4.065v. It was noted that the implant life started on (B)(6) 2011 and the battery discharged to the lock mode on (B)(6) 2012. Following recovery, good, stable output was measured on all electrodes.